Event description:
Additional information received from a healthcare professional reported no diagnostics/troubleshooting were performed in relation to shocking sensation. The patient was instructed by a manufacturer representative on how to turn battery back on. Patient had then recharged battery, (B)(6) 2015. The cause of the shocking sensation was not determined. The shocking sensation had resolved.

Manufacturer narrative:
(B)(4).

Event description:
A consumer reported they let the implantable neurostimulator (ins) battery go down below 25 percent and the ins turned off. The ins needed to be charged. When the ins turned off, the patient felt a shock and they had been shaking all over since. The shock was not related to positional movement and there was no trauma or falls noted. The patient checked the ins with the patient programmer and the ins was off. The ins was now charged to 75 percent and the patient was able to successfully turn stimulation back on. The shaking stopped once stimulation was turned on. The patient had talked to their health care provider (hcp) about the issue and they told the patient to contact a manufacturing representative. The patient's indication for use is essential tremor and movement disorders. No diagnostics/troubleshooting, actions/interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.